Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Second report of three involving the same patient who had 3 different skull clamps that slipped during a procedure. There was no injury with this incident.